Manufacturer narrative:
Implant date is approximated since unknown. Initial reporter address 1: (B)(6). Date of event was updated from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported thrombus and a stroke occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted. The patient was on dual antiplatelet medication until three months post procedure and just left under aspirin alone. The transesophageal echocardiogram (tee) that was performed three months post procedure showed no thrombus. At an unknown time recently, the patient suffered a "small" stroke and a tee was performed. A thrombus was found at the junction between the device and the ridge of the laa. The patient is now under low molecular weight heparin until another tee is performed. It was further reported that after putting the patient under low molecular weight heparin (lmwh), they observed a fast regression of the thrombus size. So they decided to go from lmwh to warfarin. After a few weeks, there was an increase of the thrombus size. They put the patient back on lmwh and they noticed a new regression of the thrombus. It was further reported that the three month follow up was performed on (B)(6) 2019. The 'small' stroke occurred in (B)(6) 2019. The thrombus was discovered on (B)(6) 2019. On (B)(6) 2020, another transesophageal echocardiogram was performed which showed a big increase of the thrombus. There are 2 thrombus noted. One major at the level of the threaded insert of the device and one small one between the device and the ridge, so that same day, it was decided to surgically remove the closure device. The patient is doing well from the surgery. A blood exam showed a elevated phospholipid antibody syndrome leading to one hypercoagulability.

Manufacturer narrative:
Event date and implant date are approximated since unknown. Initial reporter address 1:(B)(6).

Event description:
It was reported thrombus and a stroke occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted. The patient was on dual antiplatelet medication until three months post procedure and just left under aspirin alone. The transesophageal echocardiogram (tee) that was performed three months post procedure showed no thrombus. At an unknown time recently, the patient suffered a "small" stroke and a tee was performed. A thrombus was found at the junction between the device and the ridge of the laa. The patient is now under low molecular weight heparin until another tee is performed. It was further reported that after putting the patient under low molecular weight heparin (lmwh), they observed a fast regression of the thrombus size. So they decided to go from lmwh to warfarin. After a few weeks, there was an increase of the thrombus size. They put the patient back on lmwh and they noticed a new regression of the thrombus.

Manufacturer narrative:
Event date and implant date are approximated since unknown. Initial reporter address 1: (B)(6).

Event description:
It was reported thrombus and a stroke occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted. The patient was on dual antiplatelet medication until three months post procedure and just left under aspirin alone. The transesophageal echocardiogram (tee) that was performed three months post procedure showed no thrombus. At an unknown time recently, the patient suffered a "small" stroke and a tee was performed. A thrombus was found at the junction between the device and the ridge of the laa. The patient is now under low molecular weight heparin until another tee is performed.